Event description:
It was reported that once infusion set was changed, subject reported feeling it not being inserted correctly. The infusion set was removed and found that the needle in the cannula was bent. No patient injury was reported.

Manufacturer narrative:
No device was returned. However, a review of the manufacturing process was conducted by a quality engineer on in order to verify that there are no situations or practices that could create the event. During the verification the following operations were reviewed: inserter assembly operation was audited by the quality engineer and it was performed by the production personnel according to the manufacturing procedures. Training records were reviewed, operators are trained on operation that was performed. Maintenance records from site threader machine was reviewed; no anomalies were detected. Functional test of three samples from cleo production line and tested; after removing the white cap the site was inserted into the insertion pad and no detachment or bents were detected in any of the tested samples. The retractor assemblies are 100 percent visually inspected by the production personnel to assure that the needle is properly threaded. Qc performs an in-process audit at one hour intervals to verify that needle is properly threaded on the retractor assemblies. No root cause could determine since the complaint could not be confirmed since no samples or pictures were received for evaluation. Operator of device: patient/consumer this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).